Event description:
It was reported to boston scientific corp that a prolieve rectal temperature monitor was used during a benign prostatic hyperplasia (bph) procedure performed in 2008. According to the complainant, during the procedure, insertion difficulties developed with the prolieve system's rectal temperature monitor (rtm) apparently due to the patient's anatomy. The physician aborted the procedure due to rectal bleeding. The pt was sent to the ER. Follow-up indicated the blood flow was moderate and had stopped when the pt arrived at the ER. The physician believed the bleeding was due to the "prep" enema or from one of the pt's hemorrhoids. The patient remained hospitalized until after the colonoscopy which revealed no issue. Awaiting update report on patient's condition following colonoscopy. No problems were found.

Manufacturer narrative:
The lot number for the prolieve system's rectal temperature monitor (rtm) is not known; therefore, the device manufacture date and expiration date cannot be determined. The device has not been received for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is received, a supplemental medwatch will be filed.